Event description:
It was reported that during a sleeve gastrectomy procedure, the tissue was pushed out of the jaw of the fifth firing not to be cut completely and staples fell around. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: how was the procedure completed? Was there any patient consequence? If yes, please describe. Were the staples formed properly when they fell around the stomach or did the staples fall out of the cartridge before forming? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? The analysis found that one long60a device was returned in good visual condition and with one ecr60d cartridge loaded in the device. The cartridge reload was received fully fired and in good visual condition. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the knife was noted nicked. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Event could not be confirmed as the cartridge reload was received out of its sterile package. The batch record was reviewed and no anomalies were noted during the manufacturing process. A surgical video was received of the procedure and it is believed the cause of the complication was the device placement of the fifth firing was to perpendicular to the fourth firings staple rows. Hence the knife became trapped in a cross hatch of staples causing the tissue to be plowed forward by the knife resulting in a log lam of staples and an incomplete cut line.